Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that there were two black lines across the left side of the touchscreen display. The customer's blood glucose (bg) level was 255 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.